Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly, the data was only available from 17/10/2024 to 30/10/2024, wherein the last uploaded was april 16, 2025. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for acc-7333.

Manufacturer narrative:
An attempt to reproduce the reported event processing system with current production version was conducted and confirmed the issue is reproducible. This issue is confirmed. The software did not adhere to the specified requirements and did not perform in accordance with the expectations specified in the retina software requirement and specification listed under sw doc field. After conducting a thorough investigation, we have found that this issue is due- in retina, we use a praas (rdm) library for parsing datums. With the 6.0 release, an issue in the rdm library caused certain snapshots to fail during processing. These failures were non-recoverable, meaning that even after retrying, the snapshots failed at the same point. The esf for this is (B)(4) which was fixed in may release. For the affected user, a snapshot was received on april 16th (after the 6.0 release was deployed in production), and it encountered this known failure. Although the system attempted automatic reprocessing, it failed again due to the same underlying issue. However, currently the 6.1 release which includes a fix for this parsing issue is deployed in the production. We reprocessed the same event, the snapshot was successfully processed end-to-end, and the user should now be able to view all the expected reports on the dashboard. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: the data was reprocessed. The issue should be resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.